Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The balloon component was visually inspected, microscopically examined, and tested for leaks. A pinhole fluid leak was identified at the sphere-adapter junction. The damage is consistent with material fatigue. The balloon was not functionally tested because of the confirmed malfunction. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. A product malfunction was confirmed as the most probable cause of the reported events through product analysis. The lot information was not provided for the returned components so a DHR review could not be performed. Based on the product analysis, this event is also not believed to be a manufacturing issue. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the balloon failed due to a hole in junction. All the artificial urinary sphincter (aus) components were removed. No patient complications were reported in relation to this event.